Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review analysis of images. The complaint for malposition - valve embolizes into ventricle was confirmed with objective evidence via imaging evaluation. No manufacturing non-conformities were identified from the imaging evaluation. Potential contributing factors to these findings include insufficient compliance of the tv annulus due to surgical repair, causing the valve to follow the path of least resistance (rv) instead of expanding the surrounding anatomy. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. The complaint for central regurgitation was confirmed with objective evidence via imaging evaluation. No manufacturing non-conformities were identified from the imaging evaluation. Potential contributing factors to these findings include embolization. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Event description:
As reported by the edwards lifesciences affiliate in italy, during the procedure, the valve embolized which resulted in massive transvalvular regurgitation (tr) and a valve-in-valve procedure was completed to eliminate the central tr. Patient presented with anterior leaflet prolapse, septal-posterior flail, septal indentation and marked general leaflet billowing. All leaflets were engaged, and at full ventricular expansion the anchors were already at the annular leaflet ready for release. There was a rigid shelf of fibrotic tissue on the posterior side (as a consequence of the previous surgical repair). During atrial expansion, the anchors started sliding under this shelf and the valve was slowly moving ventricular. It was tried to remove depth, but all the tension was translating to the delivery system and there was no change in valve height. The valve position was all anchors 6-10mm from annulus, but the septal was lower at >10mm. Valve was unable to expand the surrounding anatomy and followed the path of least resistance (rv). After the valve embolization there was a massive tr (more than expected). It was realized that most of the tr was originating thought the evoque leaflets, which were not competent. In 2d the valve leaflet were not closing in systole resulting in free tr (rapid pressure equalization on doppler). A decision was made to implant a 29mm sapien 3 valve to eliminate the transvalvular tr. Due to the right heart deformation, it was extremely challenging to cross the evoque valve with the sapien system. Excessive pressure in doing so, resulted in further valve migration. Finally, the sapien 3 was optimally implanted, eliminating the central tr, leaving a residual moderate+ pvl on the posterolateral side (flail region) of the evoque. On post-operative day (pod) 1, patient was stable. As per medical opinion, the root cause of the event is insufficient compliance of the tv annulus as a result of the surgical repair. Valve was unable to expand the surrounding anatomy and followed the path of least resistance (rv).

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.